Event description:
It was reported that the micro-introducer sheath was found damaged during the first use of the catheter, unusable. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx0143 showed no other similar product complaint(s) from this lot number.